Event description:
The patient was admitted with stable angina type ccs2, silent ischemia and a positive nuclear scan for a procedure. Preprocedure medications were plavix, aspirin, statins, and beta-blockers. The 2.5 first diagonal artery was moderately tortuous. The 15mm non-de novo type b2, smooth and accentric lesion had little or no calcification and no thrombus. It was predilated with a 2.5x20mm balloon at 12atm and a 2.5x18mm cypher stent was implanted distally at 12atm to a confirmed, restenotic site that was previously stent. The results were satisfying per visual evaluation. Pre procedure. Stenosis was 99%; timi flow was 2 pre and 3 procedure. For the cypher procedure, pre procedure and discharge medications were plavix, asa, statins and beta blockers.